Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Infections are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022, the patient experienced "clouding of consciousness, and sleepiness. On (B)(6) 2022, the patient experienced fever, increased c-reactive protein (crp), and an infection of unknown source. The patient was transferred to the intensive care unit (ICU) and treated with unspecified antibiotics.